Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, causing a inappropriate shock. The patient reported working out (performing planks) when they were shocked. In clinic office visit, sensing vector was the secondary vector and the myopotential noise could be recreated. The physician reported reprogramming the sensor vector to alternate, which showed less myopotential noise. The physician will monitor the patient closely. The device remains implanted.